Event description:
Event description guidant received information through a legal claim that this patient experienced physical complications including shortness of breath, lack of mobility, dizzy spells, blackouts, and whiteouts while he had this device implanted.

Event description:
Guidant (now boston scientific) received information in (B)(6) 2005 through a legal claim that this patient experienced physical complications including shortness of breath, lack of mobility, dizzy spells, blackouts, and whiteouts while he had this device implanted.

Manufacturer narrative:
As of this report, the device has not been returned to guidant for analysis. There is no additional information related to this event. Guidant will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. On (B)(6) 2005, guidant issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before (B)(6) 2000. This device was manufactured before (B)(6) 2000, and is included in this population. Subsequently, the device was received at boston scientific's post market quality assurance laboratory in (B)(6) 2011. The legal case was settled and the device is no longer on legal hold for analysis. Upon return, telemetry could not be established and a memory download could not be performed. The device casing was opened and an external power source was connected. The device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was programmed to nominal settings and no high current drain was identified. A memory upload was performed and the previous battery status in (B)(6) 2005 was "good". Sensitivity and pacing output testing measured in specification at nominal settings. It was concluded that this device had normal battery depletion and did not exhibit any indications related to the advisory. The device functioned within electrical specifications and had a battery status of "good" at explant.